Event description:
IV fluids and potassium mini-bag was running. As care provider attempted to disconnect after infusion complete, connector tip of the primary IV tubing hooked into y-site broke off into the y-site. Blood started to back up into the y-site tubing. Care provider had to disconnect and replace all tubing.